Event description:
Customer reported that charging port had damage, making it difficult to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and further information was unable to be obtained.